Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was eventually discontinued and the patient was placed on hemodialysis. It was unknown if the patient required hospitalization and treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.